Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
Device not returned.